Manufacturer narrative:
Approximate age of device- 11 months, 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient's inr level was 1.6. On (B)(6) 2018, the patient was admitted for subtherapeutic inr with heparin bridge and diuresis. No additional information was provided.

Manufacturer narrative:
Investigation summary: analysis of the submitted and retrieved log files confirmed driveline power fault alarms; however, a specific cause for this finding and a direct correlation to heartmate 3 lvas could not be conclusively established through this evaluation. The submitted and retrieved system controller log files are investigated under (B)(4) and (B)(4). The submitted lvad log files were also reviewed and no additional atypical events were captured. The pump appeared to be operating as intended the heartmate 3 lvas patient handbook lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. This handbook and the heartmate 3 lvas IFU explain all system alarms, including the driveline power fault alarm, and the recommended actions associated with them. The IFU also contains information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information on 22jan2019: it was reported that the patient had standard labs drawn to dose heparin/coumadin and lasix. Transthoracic echocardiogram (tte) was performed and was unremarkable. The patient previously missed doses of coumadin prior to admission. Upon admission, the patient was given heparin bridge and lasix which was transitioned to bumex. The patient was discharged.

Manufacturer narrative:
Event description: additional information.